Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations. This device met all specifications during testing.

Event description:
At a later date, the ICD was explanted for an unrelated issue. No additional adverse patient effects were reported. The ICD was returned for laboratory analysis.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), the shock impedance measurements on the right ventricular (rv) lead were above 125 ohms. The rv lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.